Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that they were having trouble charging their implant and the issue began 2 months ago. Patient stated that the implant didn't work real good so it charged up until the last time they tried to charge the implant. Agent asked and patient confirmed they did not have their recharger and controller with them at the time of call. Patient mentioned that they did troubleshooting with the representative and the implant did not take a charge so they didn't bring the equipment home with them. Agent reviewed with patient to all back with their equipment to further troubleshoot.